Event description:
A medtronic representative reported an imaging system that continued movements without pressure on the command. This action was tested by a medtronic representative on the o-arm 2, and the reported issue was able to be replicated two times. This issue is the same for all movements when the representative presses and leaves the command fast and when pressing more time on the motion commands. The medtronic representative was able to control the movements with the emergency stop. There was no patient present when this issue was identified.

Manufacturer narrative:
Device manufactured date now provided.

Manufacturer narrative:
A medtronic technical user support supervisor visited the site and obtained the software logs for further investigation. A software investigation was initiated and completed for this incident and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database for trending and monitoring. During the software investigation into the event, it was found that the system logs did not support the events described above. There was no evidence of the emergency stop button being used to control the motion. However, during that investigation, an issue with the o-arm stopping distances was found. A safety risk management review was completed for this type of event and determined the o-arm systems are designed to stop motion with-in a maximum of 3 inches of motion once the release of the specific motion control button has occurred. There are two ways the motion is commanded to stop. These signals are the hardware safety and the functional signals. When the motion button is released, both these buttons open and signal their respected components to stop the motion. The hardware safety signal does not require software processing and commands the motion controller to stop motion after a 1 second delay. The functional switch initiates a request to the processor to command the motion controller to stop the motion. The functional switch needs to be processed by the imaging acquisition system¿s (ias) computer and passed to the motion controller via an ethernet connection. There can be a delay in the stop command getting to the motion controller. When the hardware safety switch is held closed, the system then relies on the processing of the functional switch to stop the motion. As noted earlier, the time it takes for this signal to be process and delivered to the motion controller can vary. The o-arm o2 has two speeds of motion: normal and slow. The user is trained and instructed by the user manual to use the slow motion feature when positioning the gantry close to the patient. The o2 user manual provides the following instructions for controlling the gantry: ¿slowing gantry movement speed: the default speed for gantry linear movements is 5.0cm (2.0in) per second. For greater control when positioning the gantry precisely, or in any situation where fast movement might be dangerous, you can use the [m] button (memory store) on the pendant to slow the speed of gantry movement 10-fold.¿ the slow speed is 1/10th of the normal speed. In the slow speed, the stopping distance is 0.3 inches. In normal speed operation, once the motion button is no longer press, the motion will start de-acceleration and stop the motion within 3 inches. The only time there would be a delay in stopping is if the hardware safety switch is held closed. It would then depend on the functional switch signal being processed and the motion controller being commanded to stop. This command can get delayed. During training and in the user manual, the user is instructed to use the slow motion feature when positioning the gantry near the operating table or patient. Additionally, the surgeon would not be actively operation on the patient while the o-arm was being positioned. This is because the o-arm would be positioned over the area of the operation was to be performed. In slow motion mode, the stopping distance in the y-axis is approximately 0.3 inches. This amount of distance would not present a hazard to the patient. On (B)(6) 2015 an on-site investigation by a medtronic senior technical services specialist and senior service manager was completed. The specialist was only able to replicate excessive gantry motion by having a finger resting on the button. When completely removing finger from the button, the excessive motion could not be replicated. Noticed membrane on pendant is bumpy. A replacement pendant was sent to the site for issue resolution.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4) 2015 - a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The medtronic representative could only replicate excessive gantry motion by having finger resting on button. When completely removing finger from button, the excessive motion could not be replicated. (B)(4) 2015 - software investigation was completed. This issue was documented in a medtronic software anomaly tracking database, testtrak (B)(4).

Manufacturer narrative:
Correction: to product code and 510k.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Further engineering review found that a software investigation was initiated to evaluate the software correlation to the hardware components of the imaging system. The root cause of this event was determine to be hardware related due to a defective pendant, and not a software issue. The pendant has been replaced after which there have been no further reported occurrences. Medtronic is working on a software maintenance release that will include a software mitigation to this type of hardware issue.